Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12-dec-2017 with the following findings: during investigation, the black box and alarm history showed a cs 078 "motor" alarm. The battery compartment and the battery cap were undamaged and able to fit securely. The ez-prime steps were performed correctly with no cs 078 alarms occurring during investigation. The original cs 078 alarm was unable to be duplicated. Unrelated to the original complaint, the pump cover was removed and there was moisture corrosion observed on the motor flex connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.